Manufacturer narrative:
Device was not returned for investigation and no additional information was obtained. Without a part number or serial number, a review of the lhr and ncmr database cannot be completed. Should we receive additional information or the device returned, the complaint file will be re-opened for investigation. Applicable rmf line: rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
It was reported that there was going to be a removal surgery on (B)(6) 2024 of an m6 device with dr. (B)(6). No additional information was provided.